Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: post procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced a temporary inability to open and close the left hand and some mild to moderate slurring of words. At the time of discharge from the hospital to home in 2008, there was improvement with left thumb and index finger weakness remaining. Procedure date 2008

Manufacturer narrative:
Sudy event. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.